Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. No issues were noted with balloon. A visual and microscopic examination found the stent to be mounted in the correct position on the device. The first strut was lifted on the distal end of the stent. No other issues were identified with the stent. A visual and tactile examination found the shaft of the device identified no issues. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. A 8.0x60x135 cm express ld iliac / biliary stent was advanced for treatement. However, it was noted that a defect was found in the stent struts. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. A 8.0x60x135 cm express ld iliac / biliary stent was advanced for treatment. However, it was noted that a defect was found in the stent struts. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.